Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire¿ guidewire was used in the ureter during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the coating was peeled while it was being used in conjunction with a non bsc plastic stent delivery system. The physician had difficulty releasing the stent. Upon removal, it was noticed that a piece of wire extended out from the end of the delivery system which appeared that the core wire was broken. The procedure was completed with this device but the physician did not attempt delivering the stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be "ok".

Manufacturer narrative:
A visual examination of the returned device found that it was an unknown catheter with a piece of metal loaded inside. The piece of metal does not belong to any guidewire manufactured by boston scientific. The complaint is not consistent, the returned piece of metal does not belong to any device of jagwire family as per product analysis performed. Based on all gathered information, the investigation fails to determine a definite root cause. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire¿ guidewire was used in the ureter during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the coating was peeled while it was being used in conjunction with a non bsc plastic stent delivery system. The physician had difficulty releasing the stent. Upon removal, it was noticed that a piece of wire extended out from the end of the delivery system which appeared that the core wire was broken. The procedure was completed with this device but the physician did not attempt delivering the stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be "ok".